Event description:
The product was removed from the packaging, a needles port was connected to the extension tubing and 10cc saline flush was connected. When the rn flushed the tube she noticed that it was leaking. She took off the flush and needles port and noted a crack in the extension tubing at the junction of the tubing and the needless port. A new huber needle set was opened and the procedure started over without incident.

Manufacturer narrative:
The occurrence of this product malfunction is being investigated by vygon quality assurance. The investigation involves in-house investigation of product use of product, and component investigation by the supplier. Results of the investigation are still pending and a follow-up will be sent within thirty days of its conclusion.